Manufacturer narrative:
H6. Evaluation codes: updated. At the time of this investigation no product or photos were received at the investigation site, therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an issue with a defective valve on the cuff. When blocked, the valve pushes inwards, and blocking is not possible. The event was detected by a caregiver before the cannula was to be changed. There is no patient involvement and no human harm.